Manufacturer narrative:
Analysis was able to confirm the customers comment regarding the external pulse generators display issue. Analysis found that the lcd (liquid crystal display) screen was "bleeding", and was out of specification. The hanger was noted to be broken also. The keypad window was found to be scratched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a damaged screen. The device was returned for servicing. There was no patient involvement.